Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 400 mg/dl due to issues with the infusion sets. Mother stated that the infusion sets are only lasting 2 days. Mother mentioned the customer had a virus but it was not related to the insulin pump. Mother declined troubleshooting as they had just changed the infusion set. Customer's mother was advised to call back when having issues to be able to troubleshoot.